Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed, a 3.00x20mm promus element&#10256;lus drug eluting stent was implanted to treat the lesion and followed by post dilation. The procedure was completed successfully. However, later in the night, the patient died due to some complications.